Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1521602) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) related to the issue. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the cause of the reported occlusion and its relationship to the mynx device and/or mynx procedure could not be conclusively established. There were no reports of complication during the procedure or the closure. Therefore, there is no indication that the device did not perform per specification. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a patient experienced an occlusion in the foot manifested by pain, swelling and discoloration in the right foot and leg following arterial closure with the mynxgrip vascular closure device. The mynx device was used following a diagnostic coronary procedure. The mynx procedure took 21 minutes reportedly went "smoothly" without any complications. The patient's groin site was assessed 10 times prior to the patient being discharged the same day with no issues. Later that night, the patient began experiencing 10/10 pain. At that time, the patient did not have any swelling. The patient contacted the cath lab and was instructed to elevate foot, apply ice to the area and go to the emergency room (ER) if symptoms remain unresolved. On a later day, the patient went to the ER where and was further assessed. The patient reported receiving a steroid or pain shot for the pain. The patient was discharged from the ER with instructions to follow up with the cardiologist. The patient later followed-up with the cardiologist. At that time, the right pedal pulse was not palpable, so a doppler was used to detect pulse. Imaging performed of the right lower venous duplex did not reveal any clots. No further treatment was given at that time. The patient's symptoms continued to get worse. The patient's foot was described as red, blue and purple and the patient could not fully bend the right leg. The patient's symptoms also caused sleeping difficulty. A few days later, the patient returned to the hospital for further imaging. An ultrasound of the lower extremity confirmed a segmental occlusion of the dorsalis pedis artery. According to the patient, the occlusion was suspected to be a blood clot that had "exploded" and not dislodged plaque. The patient was prescribed oral aspirin 325mg to treat the blood clot. At this time, the patient was recovering and able to walk on the affected foot. The patient's foot was still discolored and swollen, but improving and the pain had decreased to 3/10. Additional information was requested, but is not available at this time.